Manufacturer narrative:
(B)(4). Visual inspection of the inserter confirmed the tip is fractured. The fractured portion remains assembled with the returned stem. The handle of the inserter is cracked. Impact marks on the strike plate and scratches observed on the shaft are consistent with a multiple use instrument. The hardness was measured and is conforming according to the print specifications. The device was manufactured in january 2014 with almost 3.5 years of field service age. It is unknown how many times the device was used. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
(B)(4). Concomitant products: 192111 833300 bi-metric echo pc lat 11x135. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that while inserting the stem inserter during an initial hip procedure, the tip if the inserted broke off into the implant. Attempts have been made and additional information on the reported event is unavailable at this time.